Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the c8106 was being used during an acl reconstruction on (B)(6) 2020 when the device broke in the patient. All pieces were removed using a small grasper and the pieces were discarded. There was no impact or injury to the patient or the user. The procedure was completed successfully after a 15-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d4 - lot number was previously listed as 36361. It was determined during investigation that this is not a valid lot number. Text has been changed to "unknown" for d4 lot number. Manufacturing narrative: visual examination of the returned used device confirmed the reported problem and found guide broken off at the tip, broken piece was not returned for the evaluation. Per print critical dimensions evaluation could not find any issues the product. The manufacturing documents from the device history record could not be reviewed since the lot number of the device is unknown. There have been no other similar incidents for the invalid reported lot. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: cautions: inspect instruments prior to use to ensure proper function; no loose pins or misalignment, and that the instrument is in good physical condition. Inspect instruments after use to ensure it has not been damaged. Do not use excessive force on instruments to avoid damage tor breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.